Manufacturer narrative:
Missing ground prong. Siderail won't latch in upright position.

Event description:
It was reported by svc report that the foot left siderail won't lock in the upright position and the ground prong was missing from the power cord. No pt involvement or adverse consequences are reported.